Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The >80% stenosed target lesion was located in the very tortuous and severely calcified ostial circumflex. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and it was observed that the mid part of the stent strut was deformed after trying to cross the calcified lesion. The device was removed from the patient's body. The procedure was cancelled. No patient complications were reported.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The greater than 80% stenosed target lesion was located in the very tortuous and severely calcified ostial circumflex. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and it was observed that the mid part of the stent strut was deformed after trying to cross the calcified lesion. The device was removed from the patient's body. The procedure was cancelled. No patient complications were reported.